Event description:
During a transapical tavr procedure, a 23mm sapien 3 (s3) valve and certitude delivery system were prepared with 1cc addition volume (18cc); then positioned with the bottom of the center marker just above the insertion point of the leaflets. The s3 valve was slowly deployed under rvp, with 0.5cc left in the atrion device due to increased resistance felt by the physician. The final valve position was not where intended, landing too aortic and slightly canted at 95:5 aortic/ventricular (a/v) at the ncc and 90:10 a/v at the lcc. Transesophageal echocardiogram (tee) showed moderate-severe paravalvular leak (pvl) at the rcc. It was also noted that the bottom of the s3 valve was a few millimeters above the rcc. Post dilation was performed with the full volume in the atrion (18cc), resulting in no improvement in the pvl. After a team discussion, it was decided to place a second s3 valve approximately 3mm lower to adequately cover the rcc. A second s3 valve was prepared with nominal volume (17cc); then positioned with the top of the second valve lined up with the middle of the top cell of the first valve. The second s3 valve was slowly deployed, landing in a final 80:20 a/v position, approximately one cell below the bottom of the first valve. The rcc was fully covered and tee indicated trace pvl, no central leak and a mean gradient of 6 mmhg. The delivery system was removed. The sheath was removed under rvp and the apex and mini-thoracotomy were closed using standard surgical technique. The patient was extubated and transferred in stable condition. The native annulus measured 19mm by tee and 24.1mm x 17.9mm by CT with a valve area of 359mm2. Valve area by 3d tee was 370mm2 and 370.3mm2 by 3mensio CT. There was moderate annular /leaflet and annular calcification. Additionally, the coaxial alignment of the valve and delivery system was reported as poor, the image intensifier angle was reported as good, ventilation was held and there was no loss of pacing capture during deployment. In the post-procedure debriefing discussion and review of deployment video, it was perceived that the presence of a large septal bulge and a hyper-dynamic ventricle most likely caused the non-coaxial deployment of the initial s3 valve.

Manufacturer narrative:
(B)(4). Per the instructions for use, valve malposition requiring intervention is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified aortic leaflets, preserved ejection fraction, significant mitral annular calcification (mac), loss of pacing capture, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. Deployment of the sapien 3 valve too aortic has the potential to contribute to suboptimal coaptation of the sapien 3 valve leaflets and cause central aortic insufficiency; it can obstruct the coronary ostia; and lead to embolization of the prosthesis into the ascending aorta. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien 3 thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment in this case, procedural factors (poor coaxial alignment of the valve and delivery system) and patient factors (severe septal hypertrophy, large septal bulge, hyper-dynamic ventricle) likely contributed to the malposition and subsequent pvl of the initial s3 valve. A second valve was deployed in the intended position, reducing the pvl to trace. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.